Manufacturer narrative:
Initial and final (B)(4)- device 4 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set tubing issue on (B)(6) 2026. The infusion set tubing became tangled. The infusion set had been in use for less than three days. The issue occurred with a total of four infusion sets. No further information available.